Event description:
Using dexcom g7 android mobile app on a dexcom qualified samsung note 10 phone, paired with a dexcom g7 blood glucose sensor, the app failed to alert with dangerously low blood glucose level of 40. The app arbitrarily "logged" me out sometime in the very early morning hours of (B)(6) 2025 with no notification or user input. My blood glucose fell to 40 later in the early morning and although the app continued to read and chart glucose level at 40 for several hours no alarm was sent. At around 6 am, I felt something was wrong and used the app to check my glucose level. The app had a message that said I was logged out. I reentered my log in information and then the app then sent an immediate alarm. The chart (screen shot attached) showed the app had continuously read and charted my glucose levels for several hours that were well below the alarm limit of 60 but failed to send an alarm because the app had logged itself out. My conclusion is that dexcom believes their system having access to my glucose levels is more important than sending alerts for dangerously low glucose levels.